Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set leakage at site event on (B)(6) 2026. The blood glucose level was 339 mg/dl. No further information is available.